Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported issues. An x-ray was performed and no fractures were noted. Laboratory analysis determined that the failure likely occurred during explant of the lead.

Event description:
.

Manufacturer narrative:
At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day after it was implanted due to extension issues. There were no clinical observations observed. A new rv lead was implanted. No additional adverse patient effects were reported.